Event description:
Ordered a new respironics CPAP mask online. Now, I understand the device should not have been shipped without a prescription. In addition, the mask was shipped without the company properly fitting it to my face. This mask could not be adjusted to prevent major leakage. I am disappointed that (B)(6) will not accept return of the device and refund my purchase price of (B)(6). Contact(B)(6). Frequency: daily. How was it taken or used: respiratory (inhalation). Date the person first started: (B)(6) 2017. Date the person stopped: (B)(6) 2017.